Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6)-year-old female plaintiff in united states on (B)(6)-2016. It refers to the plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015. Consumer reported that she experienced longer painful clot menstruation, severe abdominal pain, painful intercourse and painful periods longer than normal. Essure was removed in (B)(6)-2016. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6)-year-old female consumer/plaintiff who had severe abdominal pain after essure (fallopian tube occlusion insert) insertion. Essure was removed (approximately 7 months after its placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 37-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer clot mensa / periods longer than normal"), dysmenorrhoea ("painful periods"), dyspareunia ("pain intercourse"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per summons: (B)(6) 2015. Patient received treatment for - bleeding, bladder/urinary problem. Batch no c59249 production date 2014-05-23, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 37-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer clot mensa / periods longer than normal"), dysmenorrhoea ("painful periods"), dyspareunia ("pain intercourse"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per summons: (B)(6) 2015. Patient received treatment for - bleeding, bladder/urinary problem. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events psych injury, bladder problem, urinary tract disorder, bladder infection, urinary tract infection, vaginal infection and vaginal discharge were added. Lot number and lad data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 13-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had severe abdominal pain after essure (fallopian tube occlusion insert) insertion. Essure was removed (approximately 7 months after its placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.